Event description:
It was reported that a leak was observed in an infusor near the luer lock after filling, before patient use. The unit was filled with 85 ml of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was not received; therefore, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.